Event description:
It was reported to nova biomedical that a consumer received clinically significant blood glucose readings of 422 mg/dl and 469 mg/dl on his blood glucose meter when compared to a reading of 113 mg/dl received on another brand of meter taken within a ten minute time period. No decision to treat was made on the allegedly faulty meter. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.